Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that towards the end of the case, the housing port site on the 355hr, air leakage became louder and louder and at the end of the case, upon inspection, a tear in the outer gasket was noticed. The case was finished without opening any new product. There was no further consequence to the pt.